Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor from a 2008t machine cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. There was no serious patient injury or harm reported, but the event did result in an unknown amount of blood loss. The patient was able to complete their treatment on a different machine. The biomed was requesting a replacement blood pump rotor. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor from a 2008t machine cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. There was no serious patient injury or harm reported, but the event did result in an unknown amount of blood loss. The patient was able to complete their treatment on a different machine. The biomed was requesting a replacement blood pump rotor. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.